Event description:
The patient was revised because of pain, instability, and wear of the tibial insert.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed unanticipated polyethylene wear. The investigation found evidence of preferential loading onto the insert contributing to the wear. The investigation could not draw any conclusions about the root cause of the preferential loading. No evidence was found suggesting product error was a contributing factor and the need for corrective. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed